Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain pelvic pain (constant,severe)"), menorrhagia ("menorrhagia"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and colpocele ("hernia located behind my cervix") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 6 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012), miscarriage on (B)(6) 2011, vaginal delivery on (B)(6) 2012, anxiety disorder, depressive disorder, hypertension, uterine dilation and curettage on (B)(6) 2016, migraine, headache, haemorrhage in pregnancy, vaginal bleeding, cholecystectomy in 2008 and tubal ligation. She does not have spotting. Negative for dysplasia, hyperplasia, atypia, and malignancy. Previously administered products included for birth control: mirena from 2004 to 2009; for an unreported indication: penicillin allergy. Past adverse reactions to the above products included rash with penicillin allergy. Concurrent conditions included obesity, menses irregular with excessive bleeding, anesthesia, amenorrhea, alcohol use and dysfunctional uterine bleeding. Family history included anemia (sister), asthma (aunt), breast cancer (aunt), ovarian cancer (maternal grandmother), diabetes mellitus (father, paternal grandmother), hypertension (father), cancer (mother) and hepatitis (father). Concomitant products included atenolol since 2012, cilest (mononessa-28) from 2016 to 2017 and medroxyprogesterone acetate (provera) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced bacterial infection ("infection (other): bacterial"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes- mood swings") and alopecia ("hair loss"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced colpocele (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with metronidazole (flagyl), ibuprofen, surgery (essure removed by supracervical hysterectomy and surgical removal of coil), surgery (underwent ablation in (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, colpocele, mood swings and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, bacterial infection and alopecia outcome was unknown. The reporter considered alopecia, bacterial infection, colpocele, dysmenorrhoea, genital haemorrhage, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming heavy periods), genital haemorrhage(confirming abnormal bleeding), pelvic pain(confirming pelvic pain)" most recent follow-up information incorporated above includes: on 12-feb-2018: events- "hormonal changes- mood swings, vaginal bleeding, menorrhagia, infection (other): bacterial, dysmenorrhea (cramping), hernia located behind my cervix, hair loss", reporter, historical condition added from pfs. Historical condition, concomitant condition and drug, family history added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.